Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a significant increase in pain the past six weeks. Per patient, she had "flu" three weeks prior; withdrawal was suspected. A side port dye study was performed on (B)(6) 2012. They were unable to aspirate. The pump and catheter were replaced. A new catheter was put in; "the broken catheter was left in place and was not explored other to verify it could not be aspirated". Per reporter, "1 week post op she is doing well at very low doses". The pump was delivering morphine.

Manufacturer narrative:
Catheter: model# 8709, lot# l68734, implanted: 2000 (B)(6), explanted: unk. (B)(4).